Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's reported via a phone call a blank display, low battery, unexpected restart, external ram error alarm. Blood glucose at the time of incident was unknown. Mother states the customer is having problems with the screen. She states the screen came back after a battery change, but this is the second occurrence of the blank display. Troubleshooting states the history had unexpected restart alarm and external ram error. Troubleshooting was not performed done for the alarms. The device will not be returned for analysis.